Event description:
This lead was implanted on (B)(6) 2012. A call to technical services on (B)(6) 2012 states that they are extracting everything due to vegetation on her lead. Likely occurred with recent upgrade. Dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).